Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the angle wire fluid damage, the u/d pulley wire fluid damage, the r/l pulley wire fluid damage, the light guide fiber bundle (lcb) broken, the control body corroded, the forward body frame corroded, the control knob pivot corroded, the lg prong corroded, the insertion flexible tube (ift) leaky, the air/water channel leaky, the light guide cable leaky, the junction case leaky, the lg prong top loosened, the eog valve loosened, the air/water nozzle improper adjustment, the distal body worn out, the segment hard to move, and the segment rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.